Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the plastic part near tip melted on the permanent cautery spatula instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's ceramic sleeve was broken. All of the ceramic sleeves were broken off and missing; only adhesive was left on the spatula. The instrument showed no signs of melted/charred instrument. Evidence not conclusive, but broken ceramic sleeve damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument distal pulleys exhibited mechanical indentations. Both pulleys had multiple indentation on the edges. One pulley had material lifted but was still intact. Evidence not conclusive, but mechanical indentations damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument grip cables were derailed. The yaw cable were derailed off the distal idler pulley and the yaw motion was non-intuitive as a result. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's ceramic sleeve found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.